Event description:
Case description: investigation result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Relevant in-formation on clinical event due to device malfunction leading to hospitalisation is unavailable. H3 continued: evaluation summary: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient was admitted to the emergency department of the hospital [hospitalisation]. Novopen 4 had malfunctioned [device malfunction]. Pen could not dispense the insulin during injection [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "patient was admitted to the emergency department of the hospital(hospitalization)" with an unspecified onset date, "novopen 4 had malfunctioned(device malfunction)" with an unspecified onset date, "pen could not dispense the insulin during injection(device failure)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient gender, age, height, weight and body mass index were not reported. Dosage regimens: novopen 4: medical history was not provided. On an unknown date, patient used the novopen 4 gifted by the hospital, which had malfunctioned. The pen could not dispense the insulin during injection, leading the patient to be admitted to the emergency department of the hospital. The patient believed there was a quality issue with the novopen 4. Batch numbers: novopen 4: not available. Action taken to novopen 4 was not reported. The outcome for the event "patient was admitted to the emergency department of the hospital(hospitalization)" was not reported. The outcome for the event "novopen 4 had malfunctioned (device malfunction)" was not reported. The outcome for the event "pen could not dispense the insulin during injection (device failure)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available.